Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 201 (night drain #1) alarm. This occurred during dwell four of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient had back pain and their shoulder hurt. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.